Event description:
Additional information was obtained. The x-ray was performed and reviewed. It was determined this lead position had not changed. A further follow up will be performed in the near future.

Event description:
Boston scientific received information that during a follow up visit, right ventricular lead measurements could not be obtained. There was concern that this lead may be dislodged. The patient with this lead has an intrinsic sinus bradycardia heart rhythm. A chest x-ray will be performed and a follow up visit will be performed in the near future. No adverse patient effects were reported.

Event description:
- -

Manufacturer narrative:
According to available information, this lead remains implanted and will be further monitored. When additional information becomes available, this event will be updated.